Event description:
After iabp for seven days, the system 97 pump could not keep pumping because of the patient's extra systole. The pump was changed from the system 97 to a "k2000". Four days after the pump was changed, blood leaked into the catheter. None from the event - reported 3/18/97. Pt's current status: unk - rpt'd 3/18/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.